Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the system screen was black, and unable to powered on. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system screen was black, not responding and the bottom drawer was opening. A field service engineer (fse) found that the drawer 2 full height cubie drawer opened on its own when powered on, performed a field test on controller boards, discovered that the resistance was out of range, replaced the drawer controller boards and pyxibus controller. The fse then powered on the station which programmed the boards, assigned the cabinet, tested drawer in diagnostics and resolved the issue. The customer inventoried the medications in the drawer. The system functioned as intended after the field service engineer repaired the device. E.1. Initial reporter facility: (B)(6).